Event description:
A malfunction was reported on a customer's pump, but there were no significant events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the issue did not recur after resetting. The customer can continue to use the pump and was advised to call back if the malfunction code appears again.